Event description:
After undergoing cataract surgery and intraocular lens implantation, the patient's postoperative refractive outcome was -3.5 diopters. The patient underwent a second surgery to improve the postoperative outcome.

Manufacturer narrative:
A field service engineer performed an on-site evaluation of the iolmaster and found the device to be functioning properly and within specifications. A review of the iolmaster measurement printout for this patient found that the composite value for the axial length (al) was changed manually for the left eye. Furthermore, the printed calculation sheet displayed the message "the al readings should be checked for plausibility, as there may be pathological changes!" The manual change was the result of incorrect placement of the measurement cursor by the health care professional. The shifting of the al cursor is described in the user manual in chapter "evaluation of alm results."